Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tank cover was cracked. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power. The reported problem could not be duplicated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken.

Event description:
It was reported the device was failing high temperature alarm test. No patient injury was reported.